Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was some intermittent noise on the right ventricular (rv) lead during atrial tachycardia (at)/ atrial fibrillation (af) episodes. It was noted the device is not sensing the noise. There is also an intermittent atrial undersensing during at/af episodes. The device was reprogrammed. The device and leads remain in use. No patient complications have been reported as a result of this event.